Manufacturer narrative:
During visual inspection, the stent was found to be deployed. The stent was deployed outside the patient post procedure. The stent was found to be deformed and broken/fractured. The stent delivery wire (sdw) was found to be kinked/bent. Functional testing was not performed due to the condition of the returned stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use, continuous flush was maintained throughout the procedure and the patient¿s anatomy was moderately tortuous. The device was returned and the sdw was noted to be kinked, the stent was deformed and broken/fractured. It is probable that the device was damaged during navigation through the patient¿s anatomy causing the reported event and the damage noted to the returned device. An assignable cause of procedural factors were assigned to the reported events stent difficult/unable to advance through pullback through catheter, and stent failed/unable to deploy and to the analyzed events sdw kinked/bent, stent deformed, and stent broken/fractured during use, as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent was found broken/fractured. There were no clinical consequences to the patient reported as a result of this event.